Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed. Additional finding of distal conductor blood/body fluid (not obstructed) and blood in/on helix mechanism. The analyst commented that the stylet was not returned. Also that the blood in the distal conductor most likely entered through the is-1 pin because no insulation breaches were observed.

Event description:
It was reported that during an attempted implant, the ventricular lead was defective. The stylet used to guide the lead did not fit the inner cannula. The inner cannula of the lead was torn by the stylet. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.